Event description:
My (B)(6) year old son has been required to wear a facial covering at school, plus before/after care, which results in up to 10 hrs continuous facial covering per day. He started reporting shortness of breath about a month ago when he was required to keep his mask on at recess while running sprints in races against his friends. He was afraid to get in trouble by pulling down his mask, so we are unable to determine if that would have resolved it. On (B)(6) 2020, he had an episode at his baseball practice where he gasped for air and was unable to catch his breath. He had 2 more attacks that night on the ride home. We got him to his pediatrician the next day. My son was found to have restricted air movement upon examination. He was given an albuterol treatment which resulted in much improved air movement. We were told he is in the allergy/asthma continuum, and has an asthma component that has been triggered by something in his environment. My son has played baseball since age (B)(6). He has excelled and played on a travel baseball team for over a year and is a very aggressive player. He is in great shape/fastest kid on the team, and has never experienced anything like this before. None of his coaches could believe what they saw. All indications point to a mask-induced asthma. Company that makes the medical device: (B)(6). Required by (B)(6) county school board, (B)(6) schools. FDA safety report ID# (B)(4).